Event description:
The customer reported false positive antibody screening tests with cell # 3 of biotestcell p3. Three pt samples that had caused false positive test results were sent to us for investigational testing, but none of the supposedly defective product has been returned. Therefore our quality control laboratory tested the retained biotestcell p3 sample with positive and negative control, the three pt samples and 26 negative plasma units. The three pt samples reacted negatively. All positive and negative reactions were correct. We did not observe any false positive reactions, only occasionally a haze surrounding of the cell buttons would appear with negative results. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell - p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.